Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
An air leak was reported in the device. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was related to a service of the device within the review period. Functional testing was performed, and the customer issue was verified. The root cause of the issue was due to leaking from the supply gas pressure indicator assembly which was replaced to correct the issue. The device then passed all functional tests after the repair.